Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardiac monitor exhibited failure to sense. The reported device was explanted and replaced on (B)(6) 2022. The status of the patient was unknown.

Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a device was returned in one piece for analysis. Final analysis did not identify any anomalies.